Manufacturer narrative:
Investigation could not be completed. Collagen matrix, inc. Could not obtain the product lot number and/or expiration date, therefore further assessment could not be performed.

Event description:
Clinician observed a foreign body reaction with the use of the membrane. The clinician thought it was caused by the membrane but also mentioned patient born and surgically born issues may have led to what was observed. Complaint states that the patient was not injured.